Event description:
The customer alleged that he performed a control test using his contour meter and received a result of 247 mg/dl. The normal control range was 104-140 mg/dl. No adverse events were alleged. The customer refused to further troubleshoot his contour system and ended the call. No product will be retuned for evaluation at this time.

Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine the meter manufacture date.